Event description:
A customer contacted beckman coulter inc., (bec) to report that the white blood cell (wbc) bath and red blood cell (rbc) baths were overflowing on the coulter act diff 2 analyzer. The leak was not contained and flowed onto the counter in front of the instrument. The customer also reported the vacuum isolator chamber (vic) and foam trap were full. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, face protection, and gloves when the leak was discovered. There was no report of exposure to open wounds or mucous membranes. No one sought medical attention. There is an exposure control/risk management plan in place at the facility. The material safety data sheet (msds) was reviewed. The leak did not affect patient results. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
Per the ac*t diff 2 operator's guide, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The customer technical specialist (cts) instructed the customer to drain the baths and vic chamber using solenoid functions, but the baths failed to drain. Cts instructed the customer to perform cleaning (bleaching) of the baths and to call back with any continued problems. Per cts follow-up, customer indicated that they cleaned both baths and vic chamber and removed dried blood plugging the ports. Baths were not overflowing anymore, but was getting platelet (plt) vote-outs on startup. Customer was instructed to prime sweep flow and perform rinse mix. Customer reported air bubbles visible in sweep flow line. Cts instructed customer to change sweep flow check valve if air bubbles not removed by sweep flow prime. Customer will monitor and call back if problem continues. Per available information, dated (B)(4) 2012, customer did not call back with any further problems. The cause of the leak is attributed to baths ports being plugged with dried blood. (B)(4).